Manufacturer narrative:
The manufacturer previously reported receiving information regarding a dreamstation. The patient has alleged visualization of particles. There was no report of patient harm or injury. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.

Event description:
The manufacturer received information regarding a dreamstation. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.